Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent sensors expired early. There was no reported impact to customer's blood glucose level. Reportedly, the customer successfully resumed insulin delivery.